Event description:
Per independent repair center alarming or red light and key issue is pilot valve is contaminated. Also, alarm will not function with key failure being the power switch has a short circuit.